Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement failure of a codman disposable perforator. The disengagement failure occurred during a sta-mca bypass procedure when making the first burr hole in the tent and dural damage was observed. The damage to the brain parenchyma was only a little red on the surface and it damaged about one-third the depth of the dura and dural reconstruction was performed. The drill used with the perforator was a anspach emax. It is unknown if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. No surgical delay reported.

Event description:
N/a.

Manufacturer narrative:
The perforator (261221) was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the perforator unit was inspected using the unaided eye. Unit was soiled with organic material, no other anomalies were observed. "IFU" testing procedure was performed after freeing the frozen inner/outer drill. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.